Event description:
The custom ER reported that when he turns the device on, he is unable to do anything with the menu, including exiting.

Manufacturer narrative:
(B)(4). The custom ER reported that when he turns the device on, he is unable to do anything with the menu, including exiting. He indicated that the menu locks up. The device was evaluated at philips. The symptom was verified. The issue was localized to a loose connection. We are considering this a malfunction resulting from an incomplete electrical connection.